Event description:
Pt had mild rt l4-5. Returned to or due to mass (epidural) at rt l4-5 tissue removed was sent for frozen section and permanent initial surgery used adcon l. Frozen section report showed reactive changes. Questions arose concerning use of adcon l.